Event description:
Event description cpi received information that this patient received inappropriate shocks about one week after initial implant. The physician elected to reposition the lead. The lead became twisted, there was difficulty getting the stylet out. The physician elected to remove the endotak (0125) lead and replace it with another endotak (0125).